Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the display on the infusion device is partially damaged. Pt stated he experienced too high of a blood glucose level because of the infusion device. Pt reported a blood glucose level up to 19.5 mmol/l (351 mg/dl). Pt stated he was able to get his blood glucose level under control by himself. Pt's normal blood glucose range is 80-100 mg/dl. Pt is currently in the hospital and has been since (B)(6) 2011. Treatment received was not provided. No blood glucose levels were provided. Pt's normal blood glucose level was not provided. No further info is available. Product was replaced and requested return of the alleged product for evaluation.